Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was identified within a 500ml intravia container bag. The pm was discovered during product evaluation before patient use. The pm was further described as two white particulates floating inside the intravia container filled with immune globulin infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed particulate matter inside the fluid path of the bag. During testing performed by the reporter, the particulate matter was identified to be an acrylate-based material. This material is not used in the manufacture of the bag. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.